Manufacturer narrative:
Pictures provided by the patient show both chambers of the bag with intact fluid and no apparent leak location. Should additional relevant information become available, a supplemental report will be filed.

Event description:
Customer reported one unit of a compounded parenteral nutrition bag was found to be leaking at a patient's home prior to use. The patient reported as they were setting up, the product was noticed to be leaking from the tubing at the bottom of the bag, which is wrapped in a silver cover. There was no report of patient injury or medical intervention as a result of this event. The actual sample was discarded by the customer; however, photographs were provided for the investigation and no visible signs of leakage (holes, droplets, or wetness) were detected. No additional information is available.